Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard iso 5832. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. We are not able to determine the cause of this occurrence and can only assume that any complication during the healing process caused this breakage.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: patient was implanted with lcp plate and screw construct on (B)(6) 2012. It is reported that the plate failed and snapped on an unknown date in february 2013. Reason for the plate snapping is unknown. No further information is available at this time. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Date of event was reported as unknown day in (B)(6) of 2013.